Event description:
During followup on another matter, the rptr provided a meter to hcp meter comparision test done on spouse's meter during spouse's regular scheduled doctor's appointment. Spouse's meter reading was 177 mg/dl, and the doctor's one touch meter read 139. A second test was 197 versus 140. Spouse did not have anysymptoms. Rptr stated that spouse retested after too much blood had been placed on the test strip. No medical intervention or treatment was provided. Spouse is on oral medication. No harm was alleged.